Manufacturer narrative:
A patient experienced an abscess and infection at the implant sites was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an abscess and infection at the implant sites. As a result, surgical intervention was undertaken wherein the entire system was explanted on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated.